Event description:
The customer reported a conflicting result with the ID now covid-19 assay performed on (B)(6) 2022 that generated a positive result. Repeat testing was performed on the same day, using the same sample ande generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, as the relevant event details were not provided for investigation. Similar product to 190-000.